Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing an increase in post-implant pain that escalated on (B)(6) 2019. The patient also reported developing a fever on the same day. Antibiotics were administered to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient met with their hcp and infection was not confirmed. The rep reiterated that the patient was taking antibiotics and that the hcp prescribed muscle relaxers for the patient's back pain. No further complications were reported.